Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial: (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the previously reported information had been provided during the case coverage at the hospital by the staff/surgeon.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (unknown) 1 mg/ml at unknown dose via an implantable pump for non-malignant pain. It was reported that the patient was having a catheter revision that the company rep was asked to assist with. The company rep stated previous company rep notified that the patient had a catheter access port (cap) dye study and the healthcare provider (hcp) was unable to aspirate or push fluid through the cap. The company rep had no further history of therapy issues or if reported. The company rep called today to inquire if the patient gets a new pump too would the older handset work. Agent discussed handset to pump compatibility.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that the cause of the cause of the event was unknown. The whole system was discarded.